Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
It was reported that the patient required an increase in oxygen due to the reported problem. The device was received by resmed and an evaluation was performed. The reported problem could not be reproduced during evaluation and the device operated per specifications. Review of the device data logs could not confirm the reported problem. Further investigation cannot be conducted due to device not being returned to design authority. The device was cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. There was no patient harm or serious injury reported as a result of this incident.